Event description:
It was reported that the patient had to frequently charge the implantable pulse generator (ipg) without getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient had to frequently charge the implantable pulse generator (ipg) without getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months ago from the date the manufacturer was made aware. D2b: lgw - qrb.